Event description:
Additional information received. No patient involvement, discovered during bench test. Updated event date.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of the device data log could not be downloaded. Functional testing included use testing. Simulated use was unable to power up the pump. The pump alarmed ec 1260 constantly. The reported problem was duplicated. The pump was opened and further investigated. During investigation, it was found that the real time clock battery pad were damaged. Based on evidence, the complaint was confirmed. The root cause of the event could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave error code 1260. No adverse effects were reported.